Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting one event of rh positive reaction when rh negative reaction was expected with ortho anti-d antisera lot # db306a1 exp 3/4/2017. According to customer, sample was supposed to be rh negative based on previous history at facility. Customer stated patient had previous history of group ab, rh negative back in 2010. On (B)(6) 2015, sample tested using another lot of ortho anti-d bioclone antisera and the result was reported as group ab, rh negative. Patient was transfused 4 units of packed red cells ( rh negative) back in november. According to customer, patient was back at facility on monday and when using ortho anti-d lot # db306a1, the rh was positive (1+ at immediate spin) and 3+ at ahg phase was obtained. Customer confirmed no erroneous results were reported due to this issue. Testing was repeated and still getting rh positive results. Daily qc testing was acceptable. Issue started on: (B)(6) 2016 ; reported 4/21/2016. Frequency: 1x. Methodology used: tube method. Incubation time (for manual test only): 15 mins. Reaction grade obtained: 3+ at ahg phase. Customer was expecting: negative. Test repeated: yes / using tube method and still getting positive (3+) at ahg phase with two different techs. Result obtained by repeating: negative. Reagent/protocol-handling (reagent): ok. No physical issues noted with lot. Customer states reagent passed visual inspection. Cell washer was used for washing. Customer cannot explained what could have occured. (Cannot get new sample, patient was seen an outpatient). Ocd recommend site retest sample one more time, but customer refused to test. Customer however did indicate based on history, results were reported as group ab, rh negative. Agree to monitor and will contact ocd if further action required.